Event description:
It was reported that the pump was alarming for cassette not properly attached when it was attached to a cassette for testing. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: d10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated.h10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the labels were missing upon receipt, and the display glass was scratched. An error code was found in the ehl (event history log). The customer reported issue was not duplicated during the investigation as no messages were found when an undamaged cassette was properly attached to the pump. Root cause of the reported event is unknown as no problem was found. No repairs were required and none will be taken. A nonconformance report (ncr) was created to investigate the incorrect/no cassette/disposable detected issue which is ongoing. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.